Manufacturer narrative:
According to the practitioner, the implant didn't take and failed to integrate. The implant has been placed in 32 position on (B)(6) 2017. One week later after the implantation, the practitioner has found that the implant failed to integrate.

Event description:
Implant fails to osteointegrate.